Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and five months later, computed tomography of the abdomen without contrast showed 12 intact struts, anterior strut at approximately 12:00 position, extends beyond the lumen of the inferior vena cava and closely abuts the posterior wall of the small bowel. The remaining struts appear to be within the lumen of the inferior vena cava. The filter device was tilted approximately 10 degrees to the right. The visualized struts are without fracture. The cephalad tip of the device was present at approximately the level of the renal veins bilaterally. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 04/2019.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter struts extends beyond the lumen and abuts the wall of the small bowel. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain in lower abdomen; however, the current status of the patient is unknown.